Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator required unspecified repairs. No additional information was available. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: at inspection it was determined that the heart wire connectors failed the incoming test when repeated several times. It was noted that the lower case was cracked, ring and ring cover were missing, and bails and bail covers were missing. The device was shipped back to the customer unrepaired due unavailability of spare parts. If information is provided in the future, a supplemental report will be issued.